Event description:
It was reported that during the implant procedure, noise was observed. Initially the alligator clips, analyzer cables, and analyzer itself were changed but noise persisted. Possible external influence was suspected, power supplies of applicable devices were turned off, but no change observed. The sensing polarity of the extravascular (ev) lead was changed but noise remained in certain configurations. The physician suspected a possible issue with the ring 1 electrode. A new lead was used to completed the procedure and no noise was observed. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Continuation of d10: product ID dvea3e4 (serial: (B)(6)); product type: 0235-ICD; implant date (B)(6) 2025. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. Returned product analysis was performed and no anomalies were found. The full lead was returned with the anchoring sleeve, there were no suture marks on the anchoring sleeve. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.